Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The fiber bundle was tinged from blood exposure. Coagulated blood was noted at both ends of the dialyzer between the screw flanges and the potting cut surfaces. Coagulated blood was also observed between the screw flange threads on both ends of the sample. A visual examination revealed a thin piece of debris, consistent in shape with a polyurethane/polyethylene (pu/pe) sliver, situated between the potting cut surface and the o-ring on the non-cavity ID end at approximately 330 degrees with the dialysate ports at 0 degrees. The dialyzer was subjected to a laboratory leak test; a leak was detected from the non-cavity ID end header cap at approximately 4.0 psi. Upon further inspection, the investigator was able to confirm the pe/pu sliver on the non-cavity ID end that was observed during initial inspection. Additionally, the complainant indicated that a crack was observed on the dialyzer. No cracks, damage or irregularities were noted to the polycarbonate material; however, when viewed through the header cap, pe/pu slivers may give the appearance of a crack due to their thin, strand-like appearance. A review of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The investigation into the cause of the reported problem was able to confirm the failure mode. A laboratory leak test confirmed the presence of an external leak, and a pe/pu sliver was observed on the non-cavity ID end which likely compromised the device seal. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred approximately 10 minutes after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an external dialyzer leak. The machine did not alarm as it is not intended to do so. Blood was visually observed leaking from the header end cap of the dialyzer. Therefore, blood test strips were not used to confirm the presence of blood. Following the blood leak, the dialyzer was further inspected by the user facility. A crack in the header end cap was visually observed at the location of the leak. The patient¿s estimated blood loss (ebl) was noted as being approximately 10cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available to be returned to the manufacturer for evaluation.